Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump unit had an autofill failure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : service was unknown.

Event description:
It was reported the cs300 intra-aortic balloon pump unit had an autofill failure alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.